Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective pressure sensor assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The hospital informed us that on (B)(6). Tf331001 and te233002 were displayed. (Time and other information is unclear.) After that, there was no reproduction and there was no replacement respirator, so it was used as is. After that, the local staff of nk took care of c1. He confirmed that tf331001 came out when he turned on the power.